Event description:
Caller states that he tested back to back within minutes with the following results: 124mg/dl, 69mg/dl, and 53mg/dl. No adverse event reported. No treatment received. No quality controls were used. Requested return of suspect device, caller declined returning product.